Event description:
Caller alleged false negative hcg results for one pt. Results as follows: date of event: (B)(6) 2014, time of urine collection: 9:16am. Last menstrua period: (B)(6) 2014. Quantitative serum hcg result: results pending. Pregnancy was confirmed with ultrasound and positive urine test from another facility.

Manufacturer narrative:
Investigation pending.